Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-nov-06. It was unknown if the high impedance issue was resolved. The explanted components would not be returned because the customer/hospital has the lead. This was not confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID :977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there were high impedances during a procedure and during post-op on electrodes 2, 3, 5, 6, 7, 8, and 9. The factors that might have led to the impedance issues were unknown but it could possibly be due to scar tissue. To resolve the issue, the lead was removed from the implantable neurostimulator (ins) multiple times, wiped off, and it was made sure that the lead was seated in the ins properly. Per the healthcare professional (hcp)¿s request, the lead was replaced, but the issue kept occurring and the battery was replaced to rule that out as well. The issues were not resolved at the time of the report. There were no further complications reported or anticipated.